Manufacturer narrative:
Patient initials are (B)(6). Patient weight is unknown. Date of event: unknown. The original implant procedure occurred on an unknown date in (B)(6) 2015. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery was performed on (B)(6) 2015 after patient complaints of pain and a non-union/mal-union/re-fracture of the distal tibia with two (2) broken plates. A total of three plates (two broken and one intact) and an unknown quantity of intact, unknown screws were removed during the revision. It was reported that the patient was non-compliant leading up to the revision procedure. The patient was revised to a distraction osteogenesis (do) ring system external fixator. There was no surgical delay related to this event. This report is 2 of 4 for (B)(4).